Event description:
A customer reported a tandem mobi cartridge alarm during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, and no adverse impact was reported. Technical support confirmed cartridge alarm 34 and instructed the customer to remove the cartridge and deliver a 9-unit bolus, which was successfully completed. The customer was unable to reload the original cartridge, so technical support assisted with loading a new cartridge using the proper technique, allowing the customer to resume insulin therapy successfully. The issue was resolved.